Manufacturer narrative:
Additional information :the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs were performed which noted a leak from the heat seal bead. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) cassette was leaking. During the first infusion cycle, it was observed that the cassette was leaking from the patient line connector. There was no patient injury or medical intervention associated with this event. No additional information is available.